Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following mesh implantation, the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding and vaginal scarring. (B)(4) ¿ urinary problems; bowel problems; recurrence.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with cystoscopy due to stress incontinence. It was reported that the patient underwent d&c and diagnostic hysteroscopy on (B)(6) 2006 due to refractory menometrorrhagia and d&c and endometrial ablation on (B)(6) 2006 due to menometrorrhagia. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6).

Event description:
Details: it was reported that the patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. It the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, urinary frequency, urgency, and hematuria.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced urinary incontinence.

Manufacturer narrative:
Additional patient codes: (B)(4) - burning sensation, (B)(4) - discomfort. Details: it was reported that following insertion the patient experienced burning sensation and discomfort.